Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; bg value not provided. Insulin was administered via a manual injection to address bg. A system check was performed, and air bubbles were observed within the infusion set tubing. Customer performed a supply change to address the issue.